Event description:
It is reported the sys displayed a charger failed error message on boot up. This prevented the sys from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board was evaluated and placed. The sys was tested and found to be working as intended and returned to service.